Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cesarean section, when the peritoneal suturing process was completed, the suture suddenly broke, resulting in bleeding of not more than 500cc. They re-sutured the peritoneum to complete the case.